Manufacturer narrative:
This medwatch report is for the suspect device used in aviva system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in aviva system 1. It was unknown if the initial reporter sent report to the FDA. Reported device did not belong to caller or patient. Device was not available for return. Device will not be returned.

Event description:
Customer reported results of 357 mg/dl on aviva system 1 and 152 mg/dl on aviva system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device but device was not available for return.